Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes: chapter 13 / page 176; hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient sought medical treatment due to high blood glucose (bg) levels. The patient's blood glucose levels reached 450 mg/dl while wearing the pod; upon removal, the pod's cannula was found to be bent. A new pod was applied and bg levels decreased. Symptoms reported include stomach pain, vomiting and the presence of moderate ketones the patient went to the emergency room and was treated with 1 liter of fluids. Patient was released after 3-4 hours. The patient's blood glucose and insulin history are as follows: time: 2:00-3:00pm, bg(mg/dl): 450, bolus(u): 20; 4:00, (new pod applied); 350; 375 "while talking to doctor".